Event description:
Customer reported an ad channel 12 error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the power cap module. System operates as intended. This MDR is related to ge healthcare complaint.